Event description:
Information was received indicating that this smiths medical cadd legacy plus pump experienced under infusion greater than 6%. It was reported that this was noticed during removal at the end of therapy. No patient consequences were reported. No adverse effects were reported.